Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/09/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with scd compression system. Upon triage, the technical service center reported there was copper wire exposed.